Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Broach connection to broach handle broke off in the handle while broaching.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade rasp was reported. The event was confirmed through evaluation of the returned device. Method & results: product evaluation and results: visual inspection of the returned device indicates the rasp was returned in an used condition with scratches visible on the devices. The numbers 4 is visible on the front of the device. Visual inspection of the returned device indicated a fractured rasp. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicates the rasp was returned in an used condition with scratches visible on the devices. The numbers 4 is visible on the front of the device. Visual inspection of the returned device indicated a fractured rasp. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broach connection to broach handle broke off in the handle while broaching.